Manufacturer narrative:
Submit date: 10/12/2017 an investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer reports the lid came off form the container prior to use. No patient involvement.

Manufacturer narrative:
An investigation of the reported condition was performed. No physical sample or photos received for evaluation. The reported condition cannot be observed without a sample. The device history record (DHR) review cannot be performed as lot number information is not available. The probable root cause could be the container may have broken/cracked during shipping and handling due to external stress/force. The product needs to be inspected for any damage prior to use (before placing a lid on the container). If container is broken/cracked, then it should not be used. Also it was noted in the complaint there was no patient involvement. So there is no safety or harm to end user. Based on the existing controls, the internal reject and the complaint history review, no formal investigation is required at this time. This will be used for tracking and trending purposes. This issue has been determined to be an isolated event. The product should be inspected prior to use for any damage before placing lid on the container. If information is provided in the future, a supplemental report will be issued.